Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the nurse tried to flush after the huberplus was accessed to the port system, saline solution leaked from the tube. The treatment was completed using another huberplus. No patient harm was reported.

Event description:
It was reported that when the nurse tried to flush after the huberplus was accessed to the port system, saline solution leaked from the tube. The treatment was completed using another huberplus. No patient harm was reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 20ga x 0.75¿ huber plus safety infusion set. The sample appeared free of obvious usage residues. A partially circumferential split was observed approximately midway along the extension tubing. The split was perpendicular to the long axis of the tubing. Microscopic inspection of the split in the tubing revealed sharply defined, regular fracture features. The fracture edges exhibited a regularly striated glossy surface. The damage characteristics and location were consistent with damage caused by the leak testing machine during device manufacture. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation: complaint due to ¿saline solution leaked from the tube¿ was confirmed. According with the photo evaluation performed at reynosa facility and the evaluation performed at vad lab the following was concluded: the huber plus safety infusion set was found to be partially cut in the midway of the clear extension tubing. This condition was caused during the occlusion and leak test and makes the device unusable for patient¿s treatment. Therefore, the cause of this condition is manufacturing related. As part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.